Event description:
It was reported that during a site-only change an infusion set was deployed onto the body but did not insert properly and failed to adhere, after which the user successfully completed a subsequent site-only change with guidance. Symptoms included hyperglycemia. Outcomes included no hospitalization and no device alerts or alarms. Investigation included troubleshooting and user education. Investigation of this case revealed an infusion set application error consistent with improper insertion or attachment of the infusion set or connector. It was concluded, based on previously established findings for similar reports, that the cause was user technique.